Event description:
A potential product issue has been reported with our atriste mv sa linear accelerator. In the abundance of caution, this issue is being reported. The issue was detected and solved at this site: a properly installed accessory holder did not actuate the microswitch acc-holder partial-insertion. Together with poor electrical contact at connector mcji/p1 the used accessory is detected as <none> (f1-mode). Under these circumstances, an interlock 26 accessory insertion will not be activated even when the acc-holder is not locked. There was no injury reported. Risk analysis is complete. Initial corrective action is complete.

Manufacturer narrative:
Risk assessment indicates: cause: misaligned accessory holder, pins broken, removed or corroded caused as a result of failure; further investigation is required according to request of (B) (4). Severity: preliminary 3 (critical) general mistreatment and/or physical injury that could lead to injury of one or more persons. Probability: preliminary b (improbable) remote) according to clinical practice, the technician will carefully check for each patient if or when the accessory is needed.